Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that on an unspecified date, the patient's blood glucose (bg) value was at 34 mg/dl with no associated symptoms reported. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter stated that the display was dim and illegible. As a result, the patient had misread the recommended dosage and took 15 units of insulin when it should have been 5 units. It was noted that there was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the display issue. This complaint is being reported because the patient experienced severe hypoglycemia related to an illegible display issue.